Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) stated that the device was not functioning as well as expected and was causing discomfort in the penis. Upon examination, it was determined that the device was not the appropriate size, as it was not positioned within the glans at the meatus. As a result, the cylinders were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404155. Serial number: n/a . Batch/lot number: 1100627507. Model/catalog description: reservoir 65 ml pc/iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Pain, mechanical malfunction and improperly sized cylinders are acknowledged within the instructions for uses (IFU) and are not related to off-label use or failure to follow instructions. A risk review was completed; tissue damage related symptoms, non-functioning device issues, and size related complications are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptom of discomfort is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.